Manufacturer narrative:
B3-date of event is estimated. The event of patient symptoms was reported to abbott. After post-trial lead implantation, the patient was admitted to the hospital due to cardiac arrest triggered by bradycardia and pneumonia. The patient's leads were removed. Patient¿s unrelated cardiac symptoms, pneumonia, and collapsed lung still present. Patient is still in ICU. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced cardiovascular symptoms, pneumonia and a collapsed lung after an scs trial. CPR was performed, trial system explanted and is currently being treated in the intensive care unit for symptoms unrelated to the scs system. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Corrected data h11 - additional narrative/data. Additional components potentially involved in the event include: common device name: scs lead, model: 3086, UDI: (B)(4), serial: (B)(6), lot: a000153091.